Event description:
Malfunction: error message - secondary energy low. A technician reported the laser had a message that the secondary energy was too low during the first procedure of the day. The "ok" button was pressed and the procedure was completed. There were no problems the rest of the day. There was no impact on the surgery outcome and the pt was not affected.

Manufacturer narrative:
Determination of root cause: assessment: during an on-site evaluation, the territory manager (tm) confirmed the "second energy low" warning, via the system log file, and then reproduced the problem during a test surgery. To address this issue, the tm replaced the revision I shutter with an updated revision IV shutter. Also, the tm replaced the wsz board as a preventive measure, and successfully completed the system verification. Conclusion: the root cause of this complaint is a faulty shutter. (B) (4). (B) (4). (B) (4).